Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The device required re-calibration to resolve the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf75) related to pneumatic block software calibration and an error message (sf199) related to calibration corruption. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a transient corruption in ram or mnand. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).